Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported patient effects. The reported patient effects of cardiac perforation (atrial perforation) and pericardial effusion, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported patient effect of atrial perforation appears to be related to user technique, as the clip perforated the left atrial appendage during positioning. The reported pericardial effusion was likely a symptom/secondary effect of the perforation. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other mitraclip is filed under a separate medwatch report number.

Event description:
This is filed to report the appendage perforation. It was reported that two mitraclips were implanted on (B)(6) 2017 reducing mitral regurgitation (mr) from grade 4 to 1 in the patient with a flail on the anterior medial leaflet. In (B)(6) 2017, it was noted that one of the mitraclips detached from the posterior leaflet, but remained attached to the anterior medial leaflet (single leaflet device attachment/slda). Mr returned to grade 4. A reclip procedure was performed on (B)(6) 2017. The new clip delivery system perforated the left atrial appendage during the procedure. The pericardial effusion was treated with aspiration. The mitraclip was deployed reducing mr to grade 3-4. After clip deployment, the same pericardial effusion was noted again. The patient was taken to heart surgery where the pericardial effusion was successfully treated. After the surgery, the patient was reported to be in stable condition. No additional information was provided.